Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. The right atrial lead was found to have high impedance and loss of capture due to a suspected fracture. At the same time, the right ventricular lead was found to experience loss of capture and lead fracture was also suspected. Both leads were capped and replaced on (B)(6) 2018. The patient was stable post procedure.